Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch due to placement difficulty secondary to patient anatomy. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction for pt anatomy. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this lead was attempted due to patient's anatomy. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.